Event description:
A surgeon reported on multiple occasions, blunt knife used during procedure. The procedures were completed without patient injury or harm.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).